Manufacturer narrative:
Multiple spiked urine samples were tested by customer in an attempt to recreate a false positive. Customer was unable to reproduce the false positive event. The analyzer was performing within specifications.

Event description:
False positive urine hcg. There was no adverse impact to the pt as a result of the event.